Event description:
The customer stated that the patient was intubated. At about 4 days later, a low pressure alarm was heard, and air leaked from pilot balloon. The tracheostomy tube was removed and replaced with a new unspecified tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.